Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. The hospital refuses to supply any additional info. An unidentified patient underwent cypher stent implantation to an unknown target lesion. At an unknown time following implant, it was discovered that in-stent restenosis was present. It is unknown if additional treatment was required. There were no patient consequences. Additional information was requested, but is not available. The device remains implanted and is not available for analysis. Additionally, as the sterile lot number was not provided a device history record could not be completed. Restenosis is a known adverse event associated with coronary stent placement. Based on the limited information, it is not possible to determine what factors may have contributed to the event. However, there is no evidence to suggest that the restenosis is a manufacturing related event.

Event description:
Patient returned to lab in-stent restenosis. No patient consequences. No additional infomation regarding this incident is available.